Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Previous complaints from legal representation were filed in bulk. MDR # 2125050-2013-00414 was filed for known products, however, reporting for unspecified female pelvic mesh product was inadvertently overlooked. Item number fph-mesh-unknown was created to document unspecified female pelvic health mesh product. This MDR is filed to address this fph unknown product associated with the bulk reporting.

Event description:
As reported to coloplast, though not verified, multiple patients (90 listed) : one implanted with aris. Later patient experienced physical injuries, pain, disfigurement, physical impairment, psychological injury and progression of existing conditions.